Manufacturer narrative:
No conclusion can be drawn.

Event description:
Info received from our (B)(4) affiliate. On (B)(6) 2012 a pt who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) Reported being treated for a corneal ulcer in the right eye (od). The pt reported that on (B)(6) 2012 the pt experienced discomfort in the od. The discomfort continued after the contact lens in question was removed. The pt reported developing pain, redness and blurred vision od "around (B)(6) 2012." The pt discontinued contact lens wear, presented to a general hospital where the pt was diagnosed with a corneal ulcer od, treated with cravit drops and another drop whose name is unk. On (B)(6) 2012 the pt presented to an eye clinic for f/u. The pt was examined and instructed to go to a large hospital to receive a corneal examination. The pt refused to authorize the release of any medical info from the general hospital where the pt was initially treated. On (B)(6) 2012 additional info was provided by the treating eye doctor at the large hospital where the pt was referred. The doctor confirmed the info initially provided by the pt and that the pt c/o discomfort, like the cornea was "peeled off" when the lens in question was removed from the od on (B)(6) 2012. On (B)(6) 2012 the pt inserted a trueye lens at 9 o'clock in the morning. The pt developed redness and pain which did not resolve after the pt removed the lens from the od at 10 o'clock that evening. On (B)(6) 2012 the pt experienced increased pain, redness and blurred vision od; the pt did not insert lenses. The doctor reported the pt presented as a referral on (B)(6) 2012; the pt's vision was decreased. The doctor noted a 3-4mm round, infectious corneal ulcer in the od. The ulcer was located between the "central part of the cornea and 3 o'clock in the cornea." The ulcer was cultured; the culture results were negative. Corrected va od 0.06 (20/340). The pt was treated with cravit 1.5%, tobrasin 0.3% and bestron 0.5% drops every 1.5 hours. Tarivid eye ointment was also prescribed in addition to a maxipime intravenous drip and a subconjunctival injection of gentacin. F/u 02/03/2012: "symptom improved" corrected va od 0.5 (20/40). F/u (B)(6) 2012: ophthalon eye drops were added. F/u (B)(6) 2012: va od was gradually recovering. Inflammation, pain and redness still remain. The pt developed blepharitis od. D/c ophthalon drops. Cravit 1.5%, tobrasin 03% and bestron 0.5% drops qid. F/u (B)(6) 2012: inflammation improved. Pain still remains. Itching and swelling around od. Corrected va od 0.8 (20/25). Rinderon-a ointment was prescribed for blepharitis od. F/u (B)(6) 2012: the ulcer was recovering. Continue with cravit, tobrasin, bestron drops and tarivid ointment. The pt was instructed to return to an area eye clinic for f/u and given a medical referral letter. On (B)(6) 2012 the pt returned for f/u at the eye clinic. The pt was instructed to continue the cravit, tobrasin, bestron drops and tarivid ointment. The pt was also instructed to continue to discontinue contact lens wear, wear glasses and return for f/u (B)(6) 2012. On (B)(6) 2012 the eye clinic was contacted and the office clerk reported that the doctor refused a medical interview or to provide any additional medical info. On (B)(6) 2012 the pt reported additional info. The pt reported returning to the eye clinic for f/u (B)(6) 2012. The pt was prescribed a new eye drop, the name is unk, instructed to continue the use of cravit drops and discontinue the use of the other prior prescribed medications. The pt stated that the corneal ulcer od was "almost fully recovered." The pt reported returning for another f/u visit (B)(6) 2012 and that the corneal ulcer od had "fully recovered." The pt was prescribed no medications, allowed to resume contact lens wear in one week and not requested to return for f/u visits. The pt reported still "wears glasses at the moment" and that the va od" remains decreased; the va od is about 0.8 (20/25) at the moment while it was about 1.2 before (20/15)." No additional info is available at this time. A lot history was conducted; the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5219910113 was produced under normal manufacturing conditions. Eighty seven sealed blisters of the same lot were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The pt and conductivity were in specification. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.